Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (AF) resulting in two inappropriate shocks. Device data was sent to RhythmCARE for review. Review of device data determined the patient also delivered multiple round of anti-tachycardia pacing (ATP) appropriately due to ventricular tachycardia (VT) experienced by the patient. This device remains in service. No additional adverse patient effects were reported.